Event description:
Caller reported high readings from freestyle meter. The results were 310 mg/dl and 251 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. Were reported. Caller did not wash hands or use alcohol before testing.